Event description:
Device # 1 of 4. Reference MFR report: 1627487-2013-26066, 1627487-2013-26067, 1627487-2013-26068. It was reported the patient had high impedance. The sjm representative met with the patient and was able to reprogram and provide coverage using other contacts. Surgery is pending to replace the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.